Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio provided the customer with a repair quote; however the customer declined the repair and requested to have the device returned to them. Physio returned the device to the customer without performing any repairs on it. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and determined that the cause of the reported issue was due to a loose and damaged battery pin.